Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: one open race-pack. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received one open sample with the needle detached from the thread, and thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were (B)(4) in average and (B)(4) in minimum and fulfilled requirements of the european pharmacopoeia (ep): (B)(4) in average and (B)(4) in minimum. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional "needle not attached to thread."